Manufacturer narrative:
Follow-up #1 date of submission 01/04/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed a call service 064 alarm. During testing, the alarm emitted. The pump cover was opened and contamination was found on the lead screw. Unrelated to the complaint, the audio bolus button cover was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.